Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation with rapid ventricular response during two separate episodes. Technical services was consulted. Subsequently, the device was reprogrammed and modifications made to the patients current medication. The device remains in service at this time. No adverse patient effects were reported.